Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced auto-reducing . An impedance check did not reveal any anomalies. It was also reported during reprogramming, the patient was not getting stimulation in his low back, which iis his targeted area of pain.. However, the patient felt uncomfortable stimulation in his ribs and abdomen, and strong stimulation down his legs. Subsequently, the patient underwent surgical intervention where his entire scs system was explanted. Please note: the explant date is unknown. .